Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt infection occurred. A refill was delayed due to the infection. The pt's pump was noted as still being in service. The pump was implanted on (B)(6) 2009. The drug used in the pump at the time of the event was (B)(6). Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.